Event description:
Customer reported receiving erratic readings on her freestyle blood glucose monitor. Customer reported receiving readings of 2.4 mmol/l, 7.9 mmol/l and 15.6 mmol/l within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported on 07 aug 2007, that while waiting for replacement product, she had been guessing on how to properly dose her medication. The customer reported sweating profusely, twitching, shaking and experiencing cramps. The customer was taken to a local hospital. Exact diagnosis and treatment while at the hospital is unknown.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.